Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion being treated was located in the unspecified location in the heart. During the procedure, inside the patient, it was noted that the omega monorail 20x4.50 stent had moved on the balloon. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).